Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The servo-I ventilator was reported with failing the safety valve test during pre-use check. The issue was intermittent and our field service engineer replaced the monitoring pcb and the expiratory channel pcb according to the service manual. The ventilator passed the pre use check and ran several ventilation tests on test lung with no issues. The ventilator was returned for clinical use. Neither device logs or goods are available for further investigation. Since no goods or device log files are available the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).